Event description:
It was reported that the right ventricular lead was oversensing and the lead integrity alert was triggered. A lead revision is scheduled. No patient complications have been reported as a result of this event.

Event description:
It was later reported that there was insulation damage. The lead was partially explanted, capped and replaced.

Manufacturer narrative:
(B)(4). Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a superior vena cava (svc) lead impedance alert occurred on (B)(6) 2013 and (B)(6) 2013. There was noise noted; 7154 of the 12112 lifetime ventricular short interval counts occurred since (B)(6) 2013. Also 18 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds were recorded between (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).